Event description:
We received an allegation of questionable sodium electrode results for an unspecified number of patient samples tested on a cobas pro ise analytical unit. One example of discrepant results was provided: initial result: 146.7 mmol/l. The qc was running high the day before, and the patient sample results were running high, prompting the repeat of the sample. Repeat result: 140 mmol/l (tested on another analyzer). The repeat result was deemed to be correct.

Manufacturer narrative:
The na electrode lot number was dqp58 with an expiration date of 23-mar-2026. The customer stated they performed maintenance and an ion-selective electrode (ise) reagent flow path wash, but the issue persisted. The calibration was last performed on (B)(6) 2025 and was acceptable. The qc recovery had results outside of the acceptable range. The field service engineer checked the instrument and found that the cause was that the vacuum nozzle, the sample probe, and the dilution vessel needed cleaning. He cleaned the vacuum nozzle, the sample probe, and the dilution vessel. He performed a precision test with successful results. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit.